Event description:
It was reported that vessel spasm occurred as the guidewire was being removed. Pavarin (dose unknown) was administered and post removal of the guidewire, a "very little hemorrhage was found" (exact location unknown). In response to the bleeding, the physician neutralized the heparin and discontinued aspirin for two days and the clopidogrel for one day. The patient was reported to have a light subarachnoid hemorrhage and thrombosis of the right middle cerebral artery that resulted in partial aphasia.

Manufacturer narrative:
Multiple, unsuccessful, attempts have been made to contact the customer to gather additional information. It should be noted: the date of manufacture of this meter is unknown. This is an initial report. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's family member reported that on (B)(6) 2010 customer self-administered an unknown amount of insulin based upon a reading (not provided) on her precision xtra blood glucose meter, which resulted in the customer "crashing" with a blood glucose reading of 32 mg/dl. It was further reported the customer subsequently experienced both a loss of consciousness and a seizure. Paramedics were called, treated her with glucose gel and an intravenous infusion of "saline" and transported her to a local healthcare facility. It is unknown if the reading of 32 mg/dl was received on an adc meter or if it was received by the paramedics. It was further reported that upon arriving at the emergency room a result of 133 mg/dl was received on an unknown brand of meter which was compared to a result of 212 mg/dl received on her adc meter and done "right a way" after the result that was obtained on the hospital meter. Customer was diagnosed with hypoglycemia and instructed to only take her evening insulin in the future and the dosage was decreased. Customer also self-treated with food, soda and juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.